Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. Per the call report, there was a pump (s/n (B)(4) where they were unable to get an ECG tracing and it was tagged to go to biomed to be checked. Additional information received from world wide support stated that this customer is a demand customer a technician was not dispatched. The hospitals biomed do their own repairs. No service was provided to the pump. No further information was received. A device history record (DHR) review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "were unable to get an ECG tracing" is not confirmed. The biomed department does their own repairs. No service was provided to the pump. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of reported complaint is undetermined.

Event description:
It was reported via a hot line call. The rn from the ccu called to troubleshoot a drain failure alarm. The pump is s/n (B)(4). Per the rn the pump has otherwise been pumping well without interruption, the ap waveform looks good and goals of therapy are being met. The pump is in autopilot, 1:1, nsr (normal sinus rhythm) pattern trigger hr 76. There is no condensation in the drain bottle and none noted in the tubing. (Pump s/n (B)(4) has 2.24 software). The clinical support specialist explained the drain task and drain failure alarm to the rn. The css walked the rn through performing a manual purge. During discussion the rn stated that earlier when they initiated pumping with a different pump (s/n (B)(4). They were unable to get an ECG tracing. They connected the ECG cable to the second pump (s/n (B)(4)) and it worked fine so they assumed there is an issue with the ECG on that pump and they have tagged it to go to biomed to be checked. There was no interruption in therapy as the pump was using ap trigger. The register nurse has no further questions at this time. The css provided her direct number should she have additional questions. The css received no additional calls.